Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a left pocket decubitus and the implantable cardioverter defibrillator (ICD) system was removed approximately two months after the date of implant. The ICD system was replaced and implanted on the right side. It was also reported the patient developed a pocket decubitus approximately eleven days after the date of implant. The ICD remains in use and no further patient complications have been reported as a result of this event.